Event description:
The customer's father reported on 05/15/2014, his daughter's blood glucose history is as follows: time: 3:00 pm, bg (mg/dl): 266; time: 5:00 pm, bg (mg/dl): 258. Upon removal he did notice the cannula was not in her skin.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.